Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously high troponin (accutni) results above ami cutoff of 0.50ng/ml and within the risk stratification range on eight patient samples generated by access 2 immunoassay system. Upon repeat, the results were lower, in normal reference range. The erroneous results were not reported outside the laboratory no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were na heparin plasma centrifuged for 10 minutes at 3500 rpm. The initial results were from primary containers, and the repeats were from new aliquots of the original samples. A system checks for the month of (B)(4) were all within the specifications. Qc is performed once daily and was within the customer's established ranges during this event. A field service engineer (fse) was on site (B)(4) 2010 and cleaned and adjusted some parts. All verification met published specifications. Although hardware issues were addressed, no clear root cause for this event has been determined to date.